Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While prepping the 4.5x16mm veriflex stent for treatment of the target lesion in the left anterior descending artery (lad); it was noted that the stent appeared bent when it was taken out of the package. The device was not used and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)